Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose. The customer¿s blood glucose level was 560 mg/dl. Customer reported that insulin pump alarmed motor error. The drive support cap was protruded and loosened.. The customer was able to clear and able to rewind insulin pump. No further patient complications were reported. The customer will discontinue use of the device.